Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient hadn¿t used their device in a while and had turned it off over a month prior to the report because, it wasn¿t really helping them. The reporter stated that the patient experienced a burning sensation at the pocket/implant site which started on (B)(6) 2013. It was reported that the patient's stimulator was burning them. There had been no falls or trauma. It was noted that the patient had to go to the emergency room (ER) the week prior to the report for ¿blood issues¿. The patient¿s blood thinners were reportedly clashing with their antibiotics. The reporter indicated that the patient¿s healthcare provider was notified of this burning sensation who advised to have the device removed.